Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed repeated ¿searching for transmitter,¿ ¿transmitter not found,¿ and ¿sensor reconnecting¿ alerts after starting a new dexcom g6 continuous glucose monitor (cgm) transmitter, with pairing failing despite rebooting the pump and re-entering the transmitter serial; the issue aligned with an intermittent communication failure involving the antenna and electrical/magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the pump and the dexcom g6 transmitter during pairing, consistent with an intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.